Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemicolectomy. According to the reporter: the first device, the handle broke when the instrument was closed. The second device, the instrument edges of the branches penetrated into the colon. Pieces fell in the sterile field, but not in pt's cavity as the procedure was laparoscopic. To avoid any infection or harm to anastomosis, the surgeon resected the penetration site. The surgeon over sewed the penetration site and afterwards had to mobilize all the right flexure, which took approximately twenty five minutes.